Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that they are possibly going to replace their ins as its not helping them and they still have pain and it isn't working as it used to. The patient stated their device is 6 years old and they are trying to get insurance to put a new one in and insurance is denying it. The patient stated they spoke to their representative about this and another person when they adjusted their device last. Dates were not provided. Agent directed the patient to their healthcare provider. Agent made outbound call to gather event date when this issue started and when they spoke to a representative about this, but there was no answer. Additional information was received from the patient. They reported that they had to turn up their stimulation to 4 to even feel the same relief from their stimulation and they would usually ride the stimulation to '1 8' or 2. The issue began 2 'ish' months ago. Patient didn't have their adaptive stim on and the stimulation would turn itself down to 0. Patient denied calling their representative about the issue but did mentioned they had been reprogrammed so many times within 6 months of when they were implanted. Patient's insurance needed a formal documentation to convince the insurance that the implant was not working properly and to replace the implant. Agent redirected patient to their hcp to address the issue. The patient later reported that the controller was not charging their internal controller and was needing recharging daily because it would not charge in full. Cause of the issue was unknown. They stated the most likely cause of the issue is that the controller is old. They have replaced the battery pack and external controller and are waiting to see if that will improve the issue. They have tried to reprogram the device in terms of it not helping them. That did not fix the issue and they are eliminating reasons it may not be helping as much.